Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who experienced pain, numbness, and loss of sensation in the left arm and fingers 6 days post miradry treatment. The patient was unable to close her left hand. The symptoms were diagnosed as brachial medial nerve damage. Medrol dose pack and tylenol 3 were prescribed for the pain.